Manufacturer narrative:
Device received with critical pump error after battery insertion due to corrosion on electronic board stack. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest due to critical pump errors. Unable to verify audio/vibrate anomalies/absence of alarms due to critical pump errors. Corrosion on force sensor assembly and moisture damage on motor assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an audio anomaly. The device was not making any sound when alarming. It was also reported that the device alarmed critical pump error after the customer went swimming while wearing the pump. The customer¿s blood glucose during the incident was unknown. The device will be returned for analysis.